Event description:
The cable broke inside the instrument.manufacturer response for robotic mega suture cut, (brand not provided) (per site reporter)======================took description of what happened and issued rga#.